Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the video signal issue is attributed to the dx substrate failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (dx board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the signal produced from serial digital interface (sdi) 1 of the olympus, model cv-190, evis exera iii video system center was intermittent. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed using the same device and sdi 2. There was no patient injury, associated with the problem, reported to olympus.